Event description:
The lay-user/pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The pt started feeling hypoglycemic. She could not talk or walk on her own, was dizzy, confused, slow and felt palpitations. She was able to test herself and got a reading on either "176 mg/dl or "177 mg/dl." She immediately consumed orange juice and crackers that made her fell better within 30-40 minutes. The paramedics were not contacted. She just called her diabetes educator who advised her to call lifecan for assistance whit hchecking the meter. No adjustment were made to the pt's medication regimen. At the time she was, and still is, using an insulin pump containing "novolog" insulin. She does not take any other diabetic medications. The pt explained that she had a few other instances where the meter has given her readings that did not correlate with her symptoms of feeling hypoglycemic. It has happened 3 times at work and 5 times in her home. During the call with the mas, she briefly mentioned one case at her work where she got a reading of "117 mg/dl" but was feeling hypoglycemic. She could not walk . The nurse at her work tested her using an unknown device nad got a reading of "40 mg/dl." The time difference between the 2 readings is unk. The "rescue services" were called. She was given "glucose" and "crackers" by the nurse. It is not known if she was taken to the hospital during that event.she indicated that she was laid off and may have lost her job due to going home several times because of her symptoms. The customer care advocate (cca) verified that the pt had been testing her blood glucose correctly with her meter. The meter was coded properly and the test strips were in good condition. The pt did not have control solution during the call with cca. The meter, test srtrips, and control solution were replaced. This complaint is being reproted due to the pt experiencing hypoglycemic symptoms that did not match the meter's readings.